Manufacturer narrative:
The investigation into the reported issue has been completed. No product was returned. After reviewing the clinical information, the cause of the ventricular fibrillation and its relation to impella were unable to be determined.

Event description:
The complainant reported a patient with an unknown primary indication was implanted with an impella cp device for mechanical circulatory support. During implantation and support, the patient exhibited ventricular tachycardia that was attributed to the impella, which required defibrillation. The patient remained in sinus tachycardia, but they stabilized and ultimately survived the procedure.